Event description:
Adverse event: "5-15 minute delay" (no code available). Product problem: "system message" (device displays error message). A nurse reported that a sys message was displayed and there was a five to fifteen minute delay. The sys was rebooted and the surgery was completed without incident.

Manufacturer narrative:
During the onsite investigation, the territory mgr (tm) examined the sys and confirmed sys message (sm) 1012 twice in the event log. It was noticed that the event dates were stamped (B) (6) 2002, so the calendar and clock were reset. The sys was powered off and the date reverted back to (B) (6) 2002. The cpu battery was replaced and the clock set. The supervisor pcb was replaced. The power module and power/signal cables to/from host and supervisor were reseated. The tm confirmed sys calibration and operation per service test procedure. The sys met product specs. The returned supervisor module replaced during servicing of the unit was installed into a known good sys. The sys was powered on and no sys messages were observed. The event log was checked and there were no abnormal sys messages were seen. The sys was then shutdown manually and rebooted three times. There were no sys messages observed during the power cycles. The sys was then primed without issue. No add'l testing was conducted. The returned supervisor module was able to power on, reboot, prime, and tune normally. No sys messages were observed during testing. At this time, the root cause of the customer reported event is unk. A review of complaints for the last 24 months did indicate 1 add'l, related report for this sys. (B) (4). (B) (4). (B) (4).